Event description:
It was reported that technical services (ts) was contacted by the health care professional (hcp) to review the stored events on the device associated to this right ventricular (rv) lead. Upon review, ts observed low bi ventricular pacing percentages due to the device programing. In addition, suspected loss of capture (loc) and fusion beats were noted in the rv channel. This rv lead remains in service. No adverse patient effects were reported. Additional information was received stating that capture was later confirmed in the rv and lv channel. In addition, pacing optimizations were reported to be applied. No adverse patient effects were reported

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that technical services (ts) was contacted by the health care professional (hcp) to review the stored events on the device associated to this right ventricular (rv) lead. Upon review, ts observed low bi ventricular pacing percentages due to the device programing. In addition, suspected loss of capture (loc) and fusion beats were noted in the rv channel. This rv lead remains in service. No adverse patient effects were reported.